Event description:
It was reported that a patient underwent an emergency surgery for intestinal ischemia on (B)(6) 2023 and suture was used on the wound edge. The wound was about 20 cm long. One week later, the wound was dehiscent, the large mesh came out of the skin, and a reoperation was performed. The patient had a postoperative ileus, with significant abdominal pressure for 3-4 days, so much so that an ileostomy tube was placed. Also, the abdominal wall was a little brittle, perhaps due to inflammation. Currently the patient is still hospitalized and under observation. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Confirm that the stratafix was used on the fascia? Confirm that the pds suture was used on the skin? Which layers of tissue dehisced? Which part of the stratafix suture was loose? Did the stratafix suture barbs not engage in the tissue? Did the stratafix suture pull through the fascia? Did the pds suture pull through the tissue? Did the pds suture break? Please describe the appearance of the stratafix suture during the second procedure. Please describe the appearance of the pds suture during the second procedure. Were there any patient stress factors that precipitated this event? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2023-05293.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other) open. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=> the abdominal wall was a little brittle, perhaps due to inflammation, which may have loosened the stratafix, but it could also be the product defect. We have not obtained any special information about the tissue condition. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. Confirm that the stratafix was used on the fascia? Yes. The stratafix was used on fascia. Confirm that the pds suture was used on the skin? Yes. Which layers of tissue dehisced?¿ fascia. Which part of the stratafix suture was loose? It is not clear which part. Did the stratafix suture barbs not engage in the tissue? Yes. Did the stratafix suture pull through the fascia? Yes. Did the pds suture pull through the tissue? Yes. Did the pds suture break? No. Please describe the appearance of the stratafix suture during the second procedure. The surgeon said that the stratafix was not broken, but was probably loose. Please describe the appearance of the pds suture during the second procedure. We haven't heard of any problems with pds. Were there any patient stress factors that precipitated this event? The patient had postoperative ileus, and for 3 to 4 days the patient was in a state of considerable abdominal pressure, and an ileus tube was inserted. In addition, the patient's abdominal wall was slightly fragile, possibly due to inflammation. Please describe any surgical intervention required for the wound dehiscence including date and findings. On july 2, 2023, stratafix was used with fascial suturing for a patient who underwent an operation for a case of intestinal ischemia. One week later, on july 9, 2023, wound dehiscence occurred. Since the patient's omentum had come out of the skin, a second operation was performed. All were sutured with pdp knots. As of july 12, 2023, the patient is still hospitalized and under observation. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿ no what symptoms did the patient experience following the index surgical procedure? Onset date? One week after the surgery / wound dehiscence. Other relevant patient history/concomitant medications? We have not obtained information on special factors. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Because of postoperative ileus, there was considerable abdominal pressure for 3 to 4 days, and an ileus tube was inserted, and the abdominal wall was slightly fragile, probably due to inflammation, so it is possible that the staratafix was loosened. Be. However, doctors believe it could have been a product defect as well. What is the patient's current status? Lot number? The lot number is unknown. If applicable, will product be returned? If so, please provide the return date and tracking information.=> no sample will be returned.